Event description:
Cardiovascular ICU reports that during the ventilator check, it was noted that the p7 touchscreen stopped working. Vent replaced. Respiratory present. Patient was bagged during the change of vents.